Event description:
Reporter alleged she attempted to test on the aviva system when she was feeling hypoglycemic symptoms and couldn't get a result due to an error message. Reporter stated a police officer treated her with three ice cream bars. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.